Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded at the facility. A device can be difficult to remove due to a number of factors including, but not limited to: manufacturing, tissue compaction that results in a distal force being applied to the locator wings, bending them distally, and restricting their proper retraction into the delivery tubeset and manufacturing. This may have been a contributing factor to this event, but cannot be confirmed. Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. To help ensure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. Based on the information available, no definite cause could be determined. Review of the device history record did not reveal any manufacturing related non-conforming material records associated with this lot. There does not appear to be any indications of a product quality deficiency. In addition, a query of the complaint-handling database was performed and there has been no other device difficult to remove incidents reported for this lot.

Event description:
It was reported that a physician attempted arteriotomy closure of a non-calcified common femoral artery after a diagnostic procedure using a starclose se device. Reportedly, after deploying the clip the device could not be removed from the patient's anatomy. The access ports were utilized, the thumb advancer was retracted and the safety release button was used unsuccessfully. The device was pulled out from the patient's anatomy and hemostasis was achieved using manual arterial compression. There were no adverse patient effects reported. The physician is proficient in the use of the starclose se device. Though requested, no additional information was provided.